Event description:
Event description guidant received information that this endotak reliance lead exhibited a r-wave of .4 mv and no capture at 5 v. Also, lead impedance was 35-42 ohms and the patient received 8 episodes of inappropriate shock therapy.